Event description:
In 2005, the patient's original surgery of fusion of c4-c6 with a slimline with fortitude natural and self drilling screws was completed. One month post op, the surgeon noted the screw at c6 was backing out. It was decided not to take action at that time. The screw did not move over the next few years. In 2009, the patient fell and x-ray revealed the screw was backing out at c5 also. Two months later, the patient underwent revision surgery to remove the slimline plate and all screws. There was no construct re-implanted. The patient was instructed to wear a soft collar.

Manufacturer narrative:
Product has not been returned. Device manufacture date is unknown. Evaluation is pending.